Event description:
A perforation, a pericardial effusion and cardiac tamponade occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient was expected to fully recover and was discharged. Although cardiac perforation was not visualized, the physician was uncertain of etiology of pericardial effusion, which was noted after device deployment in the laa, 10 minutes after transseptal. The patient was not under warfarin nor antiplatelet drugs at the time. The physician's auto-transfused a portion of the blood removed from the pericardiocentesis back into the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device did not return for evaluation. However, based on the media provided, the reported allegation of thrombosis was confirmed. No other allegation was able to be analyzed nor confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A perforation, a pericardial effusion and cardiac tamponade occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient was expected to fully recover and was discharged. Although cardiac perforation was not visualized, the physician was uncertain of etiology of pericardial effusion, which was noted after device deployment in the laa, 10 minutes after transseptal. The patient was not under warfarin nor antiplatelet drugs at the time. The physician's auto-transfused a portion of the blood removed from the pericardiocentesis back into the patient. It has been further mentioned that the physician denied any known issues with transseptal. They did have to reposition the point of contact due to slipping posteriorly, but nothing unusual. Crossing was achieved successfully. The physician is not sure when the perforation occurred and thinks it could've occurred during any point of the procedure. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. Also, due to additional information received, the field describe event or problem (b5), in section b - adverse event/product prob was updated. Therefore, this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation, a pericardial effusion and cardiac tamponade occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Pre-procedure imaging confirmed there was a small baseline pe noted prior to the start of the procedure measuring 0.96cm. Venous access was obtained. Heparin was used for anticoagulation. A versacross connect transseptal access system was inserted along with a watchman access sheath (was) and transseptal puncture (tsp) was performed. The activated clotting time (act) was noted to be therapeutic. The was advanced into the la. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. After wds deployment, a mobile echogenic density was noted on the mitral side of the wds that appeared to be either attached to face of device or potentially under the fabric cap. Device was interrogated via transesophageal echocardiogram (tee) imaging, intracardiac echocardiogram (tee), and fluoroscopy. There was no leak or flow through the face of the wds and it met release criteria, and the angiography showed no flash or contrast beyond the laa signifying there was no cardiac perforation. The anesthesiologist disclosed the patient had hypotension, tachycardia, 2:1 atrial flutter for the last ten (10) minutes that required treatment. Additional hypotension was noted so additional medications and an arterial line was initiated. The right ventricle appeared to collapse signifying cardiac tamponade. A pericardiocentesis was performed and one (1) liter of dark red blood was removed. Hemodynamic stability was achieved, a pericardial drain placed, and the closure device was implanted while meeting release criteria. Heparin was reversed with protamine at this time. The procedure was concluded. The patient was sent to heart and vascular intensive care unit (hvicu) in stable condition with plans for continuous monitoring. The patient was expected to fully recover and was discharged. Although cardiac perforation was not visualized, the physician was uncertain of etiology of pericardial effusion, which was noted after device deployment in the laa, 10 minutes after transseptal. The patient was not under warfarin nor antiplatelet drugs at the time. The physician's auto-transfused a portion of the blood removed from the pericardiocentesis back into the patient. It has been further mentioned that the physician denied any known issues with transseptal. They did have to reposition the point of contact due to slipping posteriorly, but nothing unusual. Crossing was achieved successfully. The physician is not sure when the perforation occurred and thinks it could've occurred during any point of the procedure. Product is not expected to return for analysis (disposed).